Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke and surgeon was able to retrieve it. Additional info could not be reported. Operating room time was not extended more than 30 minutes, no additional blood loss, a new device was opened to complete the case, no harm to pt.

Manufacturer narrative:
(B)(4)